Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with an implant tool was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture threshold that resulted to failure to capture. The lead was not used. The patient was stable.